Manufacturer narrative:
Result: footboard power failure due to cable not connected to the cpu board.

Event description:
It was reported by service report that there was no power to the footboard. No patient involvement or adverse consequences were reported.